Event description:
It was reported the patient had her acticon neosphincter removed and replaced due to fluid loss and patient dissatisfaction from an unbuttoned cuff. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Cuff: catalog #72401982, serial #(B)(4), expiration date: 07/22/2014, MFR date: 07/01/2009. Balloon: catalog #72402105, serial #(B)(4), expiration date: 07/20/2017, manufacture date: 07/01/2012. Pump: catalog #72402287, serial #(B)(4), expiration date: 08/13/2013, manufacture date: 08/01/2012. Device analysis: analysis results indicate the cuff performed within specifications. Pump-balloon tubing: a leak in tubing which resembled a needle hole from a sharp instrument was found. Original balloon pressure is unknown. No leak found. Unable to functionally test the pump due to apparent tissue inside the pump. Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.